Manufacturer narrative:
The screw part number, lot number, and quantity of the screws used to fixate the plates are also unknown. The warnings in the package insert state this type of event can occur. Without a product return, no product evaluation is able to be conducted. The part and lot number are unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It is reported the patient had a cranioplasty (B)(6) 2017 and subsequently developed an infection. The devices were explanted on (B)(6) 2017 and discarded by the facility. The sales associate stated the surgeon does not believe the infection was related to the implant. There is no known history of infection at the facility and no sterilization records or pathology reports are available.